Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and missing audio bolus button. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the battery compartment has a cracked near the pump case seal. The audio bolus button cover is missing from the pump. Unable to test the audio bolus button responsive due to the button cover was missing.